Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion alarm. Alarm silenced. Patient denies any tubing kinks or closed clamps. Fingertip pressure to port site does not resolve alarm. Battery cover opened and closed. Pump turned back on but alarm returns. Patient unable to clamp his tubing. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the dso sensor not operating as intended, or the tubing may not have been fully threaded through the air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.